Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a right side intracapsular rupture and "softening shape disfiguration pain¿. Device has been explanted.

Manufacturer narrative:
Device evaluation: "analysis of the returned device identified: underweight, red biological tissue in the shell and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior and striated broken on posterior. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: sharp broken on posterior assessed as an unidentified (tear) opening, striated opening assessed as surgical damage."

Event description:
Physician reported a right side intracapsular rupture and "softening shape disfiguration pain¿. Device has been explanted.